Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and cleaned the exhalation valve per MFR's specifications. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).